Event description:
Patient underwent removal of cecal polyps using a hot snare. Clips were then placed to minimize bleeding. The first clip deployed successfully. The second clip deployed, but did not detach from metal catheter. Numerous attempts were made by physician to detach the clip. Clip was finally pulled off and there was a small amount of bleeding. A third clip was deployed and no further bleeding noted. Patient discharged home.